Event description:
Reporter indicated that pt fell and hit the pt's head and shoulder and thought that the stimulator stopped working after the fall. At office visit one week later, device output current and magnet output current were both set to zero. Lead test indicated dc-dc code of 2. Device was reset to programmed parameters and pt reported that the pt could feel the stimulation again. Twelve days after the event, the pt again reported that it felt as if the device had stopped stimulating again.